Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The staff in the CT department noted that a separation occurred above the flared tip connector at the end of chest tube. The remaining chest tube was clamped immediately. When the patient returned to the nursing unit, the chest tube was reconnected to the atrium chest drainage system. The CT report from radiologist noted that he believed the chest tube may have been cut, but upon further inspection, there does not appear to be any cut marks on the chest tube. The chest tube was open to air for an unspecified amount of time. No negative effects (i.e. Worsening pneumothorax) noted with follow up cxr's. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, drawing, trends, instructions for use (IFU), manufacturing instruction, quality control and visual inspection and dimensional verification of the returned device was conducted during the investigation. The customer returned one used and separated 18fr thal quick chest tube with fittings and adapters still attached to the separated proximal hub. The returned device was found to have been manufactured dimensionally to specifications. The visual examination reported the chest tube portion of the device was noted to have adhesive present on the outside of the tube just proximal to the "cook" name that is printed on the tube. The separated proximal fitting had additional devices attached to it. A bentley 3/8 inch t-connector was attached to the proximal fitting. The t-connector had a smaller tube coming from it and connected to a 3 way stopcock. The 3.8 connections were both barbed fittings. There was also a larger tube connected to the proximal end of the bentley t-connector which also had adhesive gauze wrapped around it. There were no noted cuts or damage to either the chest tube or the separated fitting. It is possible that excessive force placed on the proximal end during attachment of the additional adapters with multiple barbed fittings could have contributed to this failure. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There is no evidence to suggest that the product was not made to specification. The device is shipped with an instruction for use (IFU) that describes the intended use, gives device description, warnings and instructions for placement ad use of the device. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The staff in the CT department noted that a separation occurred above the flared tip connector at the end of chest tube. The remaining chest tube was clamped immediately. When the patient returned to the nursing unit, the chest tube was reconnected to the atrium chest drainage system. The CT report from radiologist noted that he believed the chest tube may have been cut, but upon further inspection, there does not appear to be any cut marks on the chest tube. The chest tube was open to air for an unspecified amount of time. No negative effects (i.e. Worsening pneumothorax) noted with follow up cxr's. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.